Manufacturer narrative:
(B)(4). Product not yet returned for eval.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction interferents.

Event description:
Consumer complaint of blood results reading "hi". Customer stated the meter was reading "hi". Performed another blood test at the time of the call, it was "hi" also. Customer stated they recently ate a turkey sandwich and pretzels about 30 minutes ago. No adverse event reported.

Event description:
Consumer complaint of blood results reading of "hi". Customer stated the meter was reading "hi". Performed another blood test at the time of the call, it was "hi" also. Customer stated they recently ate a turkey sandwich and pretzels about 30 minutes ago. No adverse event reported.